Event description:
It was reported by service report that the bed raises continuously when plugged in. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Button stuck on control pad of siderail.